Event description:
Procedure: right thoracoscopy with wedge resection of right upper lobe. According to the reporter: upon firing the 4th load, it felt as if it fired fine and did not take any excessive force to fire. Upon releasing the staple load, a lot of bleeding occurred. The case was converted to open. The surgeon used silk suture to stop the bleeding. The surgeon did utilize the same handle to fire 4 more loads after he opened and the handle worked fine. Blood loss was reported as 1200cc. Surgery delay was reported as more than 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4).